Manufacturer narrative:
Continuation of medical devices: 5524m45 lead, implanted (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity warning on the right ventricular lead for high and undefined impedance, high sensing integrity counters with noise on the electrogram. The lead also intermittent capture. The lead was explanted and replaced. It was also reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. An additional right ventricular pacing lead also had high thresholds and was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk clinical data review was determined not to be required because data related to product perfo rmance allegation is not within the attached save to disk. If information is provided in the future, a supplemental report will be issued.